Event description:
The patient reported a return of her urinary dysfunction. Evaluation revealed high impedance readings. The interstim device system was explanted and a new device system implanted.

Manufacturer narrative:
(B)(4).